Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. No frozen screen noted during test and time clock advances properly. Device received with cracked reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call that the insulin pump was stuck on the fill cannula screen for a few days. Device ran out of insulin. Customer's blood glucose was 546 mg/dl. Customer reported buttons were not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.